Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a neck free flap surgery, when ligating the vessel, the surgeon was able to squeeze the handle, the jaws were able to close, the clips scissored. They used manual clip appliers to complete the case. There was no patient injury.